Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and the tubing separated from the twist clamp/main body assembly was observed. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter first name - (B)(6) e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and the silicone tubing of a minicap transfer set; further described as ¿transfer set was already detached with the pd tube exposed to air¿. This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however, the patient was given prophylactic treatment; intraperitoneally cefazolin,1 gram, one dose with next 1.5% 2l pd solution treatment. No additional information is available.